Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice device during dwell five of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative assisted the patient in clearing the alarm. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.